Event description:
It was reported that during a meniscal repair surgery, following standard operations, t1 and t2 were spontaneous deployed. All t's were removed. A smith & nephew backup device was used to complete the surgery with no significant delay. No patient injuries reported.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the needle is bent on multiple locations along its length. The trigger is fully advanced and locked within the handle. No ts or suture remain on the delivery needle but were returned. Examination of the construct showed t2 is missing; the suture appears to have been cut where t2 normally resides. The suture has been cinched. T1 and the suture show no abnormalities. The condition of the device indicates the trigger was likely advanced during placement of t1 causing the pre-deployment of t2.